Manufacturer narrative:
Complaint conclusion: as reported, the sealant sleeve of a 5f mynx control vascular closure device (vcd) was found to be damaged/cracked while inserting into the sheath, preventing the device from properly entering the 5f non-cordis sheath introducer. Manual compression was applied instead, and hemostasis was achieved after twenty minutes. There was no reported patient injury. The device had been stored and prepared per the instructions for use (IFU) at a temperature not exceeding 25 °celsius. The device had been inspected prior to use with no anomalies observed, and no excessive force was used during insertion. The device was prepared according to the IFU with no difficulty, except that it was not purged of air during preparation. A 5f non-cordis sheath introducer was used with no kinks observed upon removal. The device button was undamaged. The femoral artery¿s suitability was verified by angiography with insertion angle confirmed at 30¿45 degrees, and there was no presence of calcium at the puncture site. The stick location was above the femoral head, and vessel diameter was confirmed to be =5 mm, with moderate tortuosity reported. The physician achieved certification on the use of the mynx. The device was used in a diagnostic procedure with a retrograde approach. Other procedural details were requested but were not provided. A non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that both button 1 and button 2 were in the non-depressed position. The stopcock was found open with a cordis mynx syringe attached to the unit. The sealant was present in its manufactured position and was partially exposed. Examination of the sealant sleeves revealed a frayed/split/torn condition. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not exhibit any damage or abnormal condition. No additional anomalies were observed during this analysis. A dimensional analysis could not be performed due to the condition of the sealant sleeves, which prevented accurate measurement of the slit length. Additionally, the catheter working length was verified and found to be within the defined specification. The measurement was obtained using a calibrated ruler. A functional test to evaluate insertion and withdrawal into a csi could not be performed due to the sealant sleeves¿ condition, which impeded insertion into a cordis lab sample csi. A simulated deployment test was performed to ensure device functionality. The unit operated as intended, deploying the sealant and retracting the balloon as expected. After aligning the tension indicator by pulling in the distal direction, buttons 1 and 2 were depressed sequentially per the device¿s IFU. The reported event of ¿sealant sleeves (cartridge assembly)-cracked¿ was not observed through analysis of the returned device since there were no cracked conditions noted; however, a frayed/split/torn condition of the sleeves was noted, which was likely the condition noted by the user. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, access site characteristics (the access site was moderately tortuous), procedural/handling factors (such as not supporting the distal end during insertion into the sheath), and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant sleeve of a 5f mynx control vascular closure device (vcd) was found to be damaged/cracked while inserting into the sheath, preventing the device from properly entering the 5f non-cordis sheath introducer. Manual compression was applied instead, and hemostasis was achieved after twenty minutes. There was no reported patient injury. The device had been stored and prepared per the instructions for use (IFU) at a temperature not exceeding 25 °celsius. The device had been inspected prior to use with no anomalies observed, and no excessive force was used during insertion. The device was prepared according to the instructions for use (IFU) with no difficulty, except that it was not purged of air during preparation. A 5f non-cordis sheath introducer was used with no kinks observed upon removal. The device button was undamaged. The femoral artery¿s suitability was verified by angiography with insertion angle confirmed at 30¿45 degrees, and there was no presence of calcium at the puncture site. The stick location was above the femoral head, and vessel diameter was confirmed to be =5 mm, with moderate tortuosity reported. The physician achieved certification on the use of the mynx. The device was used in a diagnostic procedure with a retrograde approach. Other procedural details were requested but were not provided. The device will be returned for evaluation. Addendum: per the product evaluation, the sealant was present in its manufacturing position and was partially exposed.